Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and the customer-reported issue could not be reproduced. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the jaws on the clip applier instrument did not close equally. The procedure was completed with no reported injury. On 7/22/2024, intuitive surgical, inc. (Isi) received medwatch report # (B)(4). Stating: the jaws on clip applier do not close equally.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.